Event description:
It was reported that the screen does not show a clear image. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with an unclear image on the display. As a result the printed circuit (pc) board and bracket were reseated in the device.